Event description:
Patient fell off his bike and felt pain and dislocation. Revision of his acetabular liner and head. Surgeon noted metallosis in the joint, and liner had remained in the cup but wasnt fully seated. He noted that a couple of the anti-rotational devices on the liner were missing

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices by a depuy principle engineer found the reported scratching on the internal surface of the cup was likely due to the ceramic head coming into contact with the acetabular cup. Evidence of edge loading is present on the ceramic head, but cannot be confirmed due to the acetabular cup not being returned. Evidence present on the acetabular liner indicates the fall occurred prior to the reported dislocation and caused the liner to disassociate. Previous examination of the provided x-ray photograph by a principle engineer was not able to draw any conclusions due to the quality of the photographs. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Examination of the provided x-ray photograph by a principle engineer was not able to draw any conclusions due to the quality of the photographs. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause,the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reopened file as product received.

Manufacturer narrative:
The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.